Manufacturer narrative:
The complaint states surgical technician reported that the impactors cracked during surgery. The investigation confirmed that one impactor had cracked and one had broken into two pieces expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that (B)(4) has been initiated and can be referenced for further details. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgical technician reported that the impactors cracked during surgery. Update 10/12/2015 - email correspondence from complaint analyst states that upon evaluation of the returned impactors, (254401006/au3704961) was found to be cracked, and (254401006/au4068166) was found to be broken into two pieces. Complaint updated 10/12/2015.